Manufacturer narrative:
Conclusion code: other - this issue has been addressed through correction & removal, where the user guide was updated based on user reports about contact with residual hydrogen peroxide from instruments pouches, and trays after sterilization, and subsequent light colored residue on these devices after sterilization.

Event description:
The affiliate reported that a customer who reported that "sometimes the load was wet after sterilization." The customer alleged that she/he did not contact h2o2 directly however, experienced redness around the eyes and reported to have more eye mucus than before. The customer did not seek medical attention, but applied gentimicin. The affiliate reported that the load and customer's pre-cleaning procedures were unk. The customer was not wearing a protective gear. The unit was serviced on 22nd sept 2008. It was a planned maintenance, and there was nothing wrong found. The customer's skin rash has resolved.